Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09342. It was reported that the patient presented for in-clinic follow up. Upon device interrogation the right ventricular lead was noted to exhibit loss of capture. Also noted were increased pacing impedance measurements and capture threshold. Over-sensed noise resulting in episodes of inappropriate automatic mode switch were exhibited by the right atrial lead. Programming interventions were made. The patient was stable before, during, and after the adjustments.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that both the right atrial and ventricular leads were capped and replaced on (B)(6) 2021. During the procedure the physician noticed a large insulation abrasion on the right atrial lead. The patient was stable before, during , and after the procedure.